Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive physical impact damages to the device screen that is consistent with user mis-handling. The device screen was repaired. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.